Event description:
It was reported that during the initial implant procedure of a leadless pacemaker (lp) system, the lp dislodged while attached to the delivery catheter in tether mode was noted. The alleged cause of the dislodgment to be due to the anatomy of the patient and unrelated to the performance of the device. The device was explanted to resolve the event. The patient was in stable condition.